Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn, was used during a procedure in the or on (B)(6)2021 when it was reported ¿when the surgeon was simply cleaning the tip with a sponge, the blue insulated tip fell off.¿ the procedure was completed with a 2-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the component did not have contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the(B)(4), ultraclean 1 in. Blade extnd insulatn, was used during a procedure in the or on (B)(4)2021 when it was reported ¿when the surgeon was simply cleaning the tip with a sponge, the blue insulated tip fell off.¿. The procedure was completed with a 2-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the component did not have contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Customer complaint of the blue insulation tip fell off was confirmed, however, device (B)(4) was previously used by the customer. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 97 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not reuse because the ability to effectively clean and re-sterilize this single patient use device has not been established and subsequent re-use may adversely affect the performance, safety, and/or sterility of the device. This issue will continue to be monitored through the complaint system to assure patient safety.